Event description:
It was reported that while implanting a pressfit patella the triathalon patella clamp left a indent on the prosthesis.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding an indent on the prosthesis involving a triathlon patella component was reported. The event was confirmed. Visual inspection indicates that the patella was clamped in the incorrect position or that the incorrect patella clamp attachment device was used. Dimensional inspection was carried out on the surface profile of the returned patella and was determined to be within specification. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Based on the findings of the visual and dimensional inspections, it appears that the reported device did not contribute to the reported indent on the prosthesis. Other factors such as instrumentation used and application of these instruments may have contributed to the route cause for this event.

Event description:
It was reported that while implanting a press fit patella the triathlon patella clamp left a indent on the prosthesis.